Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The drive support cap was protruding. Customer's blood glucose level was over 600 mg/dl. The customer has been on pens for the last 5 weeks. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump alarmed motor error during the occlusion test due to a faulty force sensor resistor. The pump passed the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, prime, excessive no delivery, displacement and rewind tests. The motor passed the motor test. The pump was received with minor scratches on the display window and a cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.